Event description:
A potential product issue has been reported with our moduleaf mlc product. In the abundance of caution this issue is being reported. The customer had a wrong leaf positioning for 8 leafs without getting any error on the cosmic control software. Only by the fact that the opposing leafs were supposed to close but could not, (as they hit already the bad leafs) the software dropped a "position not reached in time" error. On the microcontroller for moduleaf there is only one adc employed which monitors both primary and secondary pots, which is why we were not getting pot mismatch errors in the leaf positioning system. This broken adc caused the primary and secondary pot to be off by the same amount so no mismatch was detected. No information was reported that suggests a mistreatment or serious injury has occurred.

Manufacturer narrative:
The preliminary risk assessment indicates: severity: 3 (critical). The issue may cause a mistreatment (dose to wrong location) if not recognized before irradiation is started. Probability: b (improbable). The moduleaf is used for high precision high dose treatments. It is common practice, that before treatment the setup including leaf positions are checked by using light field or imaging options. The defect also causes communication errors, which provide additional hints to the user, that something is wrong with the system. Final corrective action is pending further investigation. No other products are affected.